Event description:
It was reported that in preparation for a percutaneous coronary intervention (pci) procedure, a lifted blade was noted. The target lesion was 75% stenosed and located in the moderately tortuous proximal left anterior descending (lad) artery. In preparation of the 3.25 x 10mm flextome cutting balloon, it was noted that a blade was lifted from the surface of the balloon. This device was not used on the patient, and the procedure was completed with another same device. Patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed no issues with the device. No kinks or damage were noticed along the shaft. A microscopic examination observed no damage to the balloon or blades. All blades were present and fully bonded to the balloon surface. There were no issues with the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that in preparation for a percutaneous coronary intervention (pci) procedure, a lifted blade was noted. The target lesion was 75% stenosed and located in the moderately tortuous proximal left anterior descending (lad) artery. In preparation of the 3.25 x 10mm flextome cutting balloon, it was noted that a blade was lifted from the surface of the balloon. This device was not used on the patient, and the procedure was completed with another same device. Patient status is good.